Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During functional testing of the system controller using the equipment in our lab, a power cable disconnect advisory alarm was displayed on the system controller as reported. Upon inspection of the system controller, two broken pins were identified in the connector of the black power lead. Review of the log file data from the system controller revealed low speed hazard, low flow hazard and motor stopped alarm conditions that were active in addition to several power cable disconnected alarms. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. The manufacturer is currently addressing the broken pins through its corrective and preventive action system. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that while the patient was connected to battery support, a power cable disconnect advisory alarm was displayed on the system controller. The battery clips and all system connections were inspected with no issues found. The patient was successfully exchanged to a backup system controller with no further issues reported.